Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 08/14/2023. An investigation was conducted on 08/29/2023. A vsual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact harvesting device. The cannula was observed to be intact with no visual defects observed. The c-ring was observed to be intact. The insufflation tube and the water tube were observed to be intact. The device was evaluated for the presence or absence of air flow through the distal insufflation tube using a cannula with the help of calibrated uson (ID (B)(4) due: 01/31/2024). A reference endoscope was inserted into a reference vv7 cannula and an air supply was connected to the distal insufflation tubing luer fitting. Air was passed through the insufflation port and was observed to flow freely through the distal port. To verify this, a pouch was sealed over the distal tip of the cannula. Air was passed through the cannula and the pouch was inflated. The air supply was stopped and the pouch stayed inflated. When gentle pressure was applied to the inflated pouch, the pouch deflated slightly, the air was turned back on and the pouch re-inflated. The test was then repeated for the reported cannula. The reference endoscope was inserted into the complaint device and evaluated for air flow. The device passed the air flow test, the co2 insufflation path on the complaint unit was open and unobstructed. The values displayed were within specified acceptable range which is 2195 sccm. Based on the condition of the device, the reported failures "improper flow or infusion" was not confirmed. The lot # 3000321697 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Related to (B)(4). The hospital reported that during an endoscopic vein harvesting procedure, the harvester was using the hemopro 2 device (product # vh 4001) to harvest the radial artery. After the dissection process was completed, the harvester prepared to do branch ligation. However, when the co2 tubing was switched to the distal insufflation port, the tunnel in the arm would not stay open. New insufflation tubing was opened and used and the same issue occurred. After looking over the device, it was noticed that co2 was flowing through the tubing but, when connected to the device, the co2 would not flow. Therefore, this kit was removed from the surgical field and a new hemopro 2 kit (vh 4001) was opened. This kit had the same lot # and expiration as the first kit and, unfortunately, the same problem occurred when hooking the co2 tubing to the distal co2 port on the device. The second device appeared to be defective as well but allowed some flow. The harvester was able to finish the harvest by using the co2 port on the btt. Short delay while attempting to open and set up evh kits. No significant delay in patient¿s care. No injury occurred due to the defect.